Event description:
Reportedly, the physician encountered a problem with the disruption of the epigastric vessel during a right inguinal hernia repair. Reportedly, the balloon exploded after insertion.